Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 3.5x12mm xience sierra stent delivery system (sds) was advanced without issue. However, when positioning the sds, the stent dislodged from the balloon. The sds was retracted and resistance was felt with the guiding catheter. The devices were removed together and the stent was snared. The procedure was aborted at this time, due to too much contrast used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficult to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy while positioning of the device causing the reported stent dislodgement with the patient effect of removal of a foreign body and additional therapy/non-surgical treatment. The device was then removed, but interacted with the guiding catheter during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.